Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation. Reviews of manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the complaint history could not be completed due to lack of lot information from the user facility. A review of the device history record could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: the tether should be removed if the stent is to remain indwelling longer than 14 days. The complaint device was not returned therefore it could not be analyzed. The lot number was unknown so a device from the same lot could not be analyzed. The device master record (dmr) review identified controls in manufacturing including visual inspection of the tips and tether. The complaint was confirmed based on customer testimony. The cause could not be established. Per the quality engineering risk assessment, the risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
(B)(6). Occupation: supply chain coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
During an unspecified procedure, a universa soft ureteral set was being used. The stent was found to have a large crack on the end. No adverse effects to the patient have been reported due to this event. Additional information has been requested; however, the customer has not provided any further information.